Event description:
The hcp reported the pt had been experiencing an increase in pain and had heard no alarms. The hcp reported he was unaware of any volume discrepancy. A rotor study was done in 2006 with 2 separate boluses. These demonstrated both time no movement of the rotor.